Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted prophylactically due to physician quality concern although there was no allegation of device malfunction. No further information was available.